Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device has not been returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm pericardial aortic valve was explanted after an implant duration of approximately eight (8) years and four (4) months due to aortic stenosis. It was noted that the patient's bioprosthetic mitral valve was also explanted. No additional information provided.

Manufacturer narrative:
Customer report of stenosis was confirmed. X-ray demonstrated wireform intact. Minimal calcification was observed near leaflet 3; however, it appeared to be located on the host tissue. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. Serrated markings were observed on leaflet 3 near commissure 3. The wireform was exposed near leaflet 2 on the outflow aspect, and on the side of the valve near commissures 1 and 2. A host tissue fragment was returned with the valve.